Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video depicting a 5fr s/l per-q-cath catheter. Usage residues were observed on the visible portion of the catheter, which included the luer adapter, molded joint and several centimeters of catheter shaft. The luer was accessed by a luer-lock syringe. During flushing, a spraying leak was visible just proximal of the suture wings. While leakage was clearly visible in the submitted video, inspection of the video was insufficient to identify the cause of the leakage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and tensile damage.

Event description:
It was reported that the catheter broke at the height of the hub. It was stated there were no impacts on the patient, such as death and other similar risks, but the damage to the product and, in a way, the delay in delivering the therapy. Add info rcvd : insertion on (B)(6) 2021, msd inserted catheter, when the insert was flushed to test the catheter permeability, it was observed that the tube was ruptured, which was not observed when filling the catheter before insertion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2384 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter broke at the height of the hub. It was stated there were no impacts on the patient, such as death and other similar risks, but the damage to the product and, in a way, the delay in delivering the therapy.